Event description:
Facility reports that while using a likorall to move a resident from bed to chair, the sliding bar broke dropping resident back onto the bed. No injuries were reported.

Manufacturer narrative:
Sling bar is being returned to MFR for analysis.